Manufacturer narrative:
The device has not been returned for analysis; therefore the complaint could not be determined. If the device is returned, a supplemental report will be filed. In this event, operator's technique or use environment may have contributed to the reported event. The reported resistance in the guide catheter may have contributed to this event. As per the echelon instruction of use: "never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries."

Event description:
Medtronic received information that the distal markerband of the echelon microcatheter dislodged during aneurysm coiling procedure. The distal markerband drifted too distal for removal and remains in the patient. The patient was undergoing coiling treatment for a subarachnoid hemorrhage (hunt and hess scale of 3) due to a ruptured small posterior communicating artery aneurysm. The vessel was moderately tortuous. During coiling procedure, the physician felt resistance in the guide catheter while retrieving the microcatheter through the guide catheter. Shortly afterwards the physician saw the markerband dislodged in a peripheral vessel. The markerband remains in the left-hemispheric parietal peripheral brain-artery in the territorial border-zone of middle cerebral artery - posterior cerebral artery (mca/pca), most likely via the mca vessels. The physician removed both the microcatheter and guide catheter and found a kink in the guide catheter. The physician stated the resistance occurred due to the kink in the guide catheter. The procedure was completed with another echelon with no issues. Post-interventional CT scan showed that the flow in the effected vessel was not affected and there was no infarction. The physician stated that the dislodged markerband did not affect gbrain perfusion and did not cause any symptoms.

Manufacturer narrative:
Device available for evaluation - additional information; return date - additional information. If follow-up, what type - additional information; device evaluation. Device evaluated - additional information; device return to MFR - additional information the echelon-14 catheter was returned for analysis without the guide catheter. The total length of the catheter was measured to be within specifications. The proximal marker band of the catheter was found to be damaged. Approximately 2.0mm of the distal marker band and tip were found missing from the catheter. It was reported that he broken segment remains within the patient. The outer tubing material at the distal broken end exhibited jagged edges, exposed braid and stretching. The inner tubing at the distal broken end was found protruding from the distal end of the catheter. The inner tubing material exhibited stretched and jagged edges. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis and the reported information, the customer's report of "marker band dislodged" was confirmed. Approximately 2.0mm of the distal marker band and tip were found missing from the catheter. The broken end exhibited plastic deformation (stretching) of the tubing material, which indicates that the catheter separated when exceeding the tensile strength of the tubing material. Since the echelon catheter was returned for analysis without the guide catheter; any contributing factors from the guide catheter could not be assessed. It is possible that the reported ¿kink on the guide catheter¿ may have contributed to the reported issue; subsequently causing the resistance in the guide catheter. However, the cause could not be determined. Per the echelon instructions for use: ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿